Manufacturer narrative:
The washer was installed in 2008 and is serviced and maintained by the user facility. A steris service technician arrived onsite following the reported event and found the facility's water inlet hose had detached subsequently allowing water to leak. The technician stated that the facility's water pressure was found out of specification which allowed the crimp fitting on the hose to separate subsequently causing the hose to detach. The user facility repaired the water inlet connection and installed a pressure regulator to prevent reoccurrence. The washer was returned to service and no additional issues have been reported.

Event description:
The user facility reported that water was leaking from their washer. No report of injury.